Event description:
It was reported that the patient experienced an elevated blood glucose level of 364 mg/dl before she went to sleep and she delivered a bolus of 7.5 units of insulin. At midnight her blood glucose level was 268 mg/dl; at 6:06am it was 291 mg/dl and she bolused 10.5 units of insulin. After breakfast, at 8:00am, her blood glucose level was 507 mg/dl. She drove to her doctor's office where her blood glucose level was 537 mg/dl. She met with her doctor and bolused 5 units of insulin with her infusion device, while disconnected from her body, and no insulin flowed from the end of the infusion tubing. The patient and her doctor allege that the infusion device delivers an inaccurate amount of insulin. The patient was given and insulin pen so she could inject 10 units of insulin. Two hours later her blood glucose level was 206 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).